Event description:
On (B)(6) 2012 customer reported that they obtained 0.00 ng/ml hyb-psa results for 35 patients on the access 2 analyzer. Customer stated that the patients had other assays performed on their samples (such as tsh) and the hyb-psa assay was the only one that produced this type of result. Patient results were not reported out of the laboratory. Therefore, patient results and patient treatment were not affected. Customer stated that they went to off-load the hyb-psa reagent pack and discovered that there was no pack present in the selected reagent carousel slot. Customer also stated that there was no change to patient care due to the 0.00 ng/ml hyb-psa previously reported. Service was not dispatched as it was concluded that the laboratory's technician had incorrectly loaded a hyb-psa reagent pack in the incorrect reagent carousel slot on the analyzer. Root cause of the event was user error.